Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by the patient that on an unknown date post-op, the patient had undergone a surgery using rhbmp-2/acs in 2009 and now she has cancer. No additional information has been provided. The patient reported that she underwent a cervical surgery at either c5-6 or c6-7. Patient reported no complaints of cervical issues, no complications. In 2012, the patient underwent a total hip replacement. Approximately 8 months after her hip procedure, the patient reports that she read "multiple myeloma" in her surgery records. Patient reports that no physician has provided her with a diagnosis of multiple myeloma. She reported that ¿all kinds testing¿ was done to her hip bone that showed myeloma but the patient insists that ¿mysteriously the testing results got destroyed¿ so there is no record. Patient has seen multiple oncologists, but none have provided her with a multiple myeloma diagnosis. Per patient records: patient (43 year old female) had c5-c6 anterior cervical disc fusion procedure with 0.4cc (0.6mg) rhbmp-2/acs on (B)(6) 2009. The patient was last seen for a 24 month study visit on 3/8/2011. During the time the patient was in the study, the patient reported three adverse events as follows: approximately one month postoperatively, the patient experienced diarrhea. The possible cause of this event was reportedly unknown. No treatment was prescribed. The diarrhea resolved. The outcome of this event is considered resolved. Approximately 5 months postoperatively, the patient was newly diagnosed with hypertension (htn) and began taking new medications (propranolol 80mg and hctz 25mg daily). Propranolol 80mg daily and hctz 25mg daily were prescribed by the patient¿s primary care physician (pcp). The study site noted that the possible cause of this event is unknown and the patient will follow-up with her pcp. The outcome of this event is considered a permanent disability or condition. Approximately 24 months postoperatively, the patient reported a return of her neck pain. The study site noted that the possible cause of the event was degenerative disc disease (ddd). The study site recommended that the patient have an MRI; however, the patient was to determine if the MRI would be completed. The outcome of this event is considered pending.